Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/10/2020. Additional information: d10, h6. H3 device evaluation summary: the analysis results found that a dnx12 device was returned inside its package unopened. Upon visual inspection of the package, the foreign body was confirmed to be a hair. In addition no brown spot was observed in the packaging or device. The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch. Although no conclusion could be reached on how the hair was introduced inside the sterile package, it is possible that the hair adhered to the device during the packaging process due to static.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. When the package was opened they noticed a hair in the sterile package. There was no patient involvement.